Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(6). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the needle tip was broken. The plastic sleeve is heavily bent. It is possible that the surgeon applied too much force while inserting the device into the tissue and hit bone thus causing stress on the needle causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.UDI: (B)(4)-incompletedepuy synthes has been informed that the lot number is not available.

Event description:
It was reported that during a meniscal repair surgery, truespan peek needle broke off during use. The broken piece was not lost in the patient. The procedure was completed using arrows which caused a 5 minutes surgical delay. There was reported patient harm. Additional information received from affiliate on (B)(6) 2018 stating the posterior 1/3 med. Meniscus repair was the medical rationale to indicate the use of the product related to the event. They continued to state that the procedure was completed with arrows and there was no part of the instrument that broke off during the procedure left in the patient. The affiliate also stated that there was a surgical delay of five (5) minutes. There was no adverse event to the user or patient due to the use of the product and the affiliate stated that the patient is fine post-op. Additional information received from the affiliate on (B)(6) 2018 stating product information had not been made known to affiliate. Device had been shipped to cg labs. Product code and lot number can be confirmed on receipt.